Event description:
The following information was provided: as per pss implant request: left periprosthetic acetabular fracture with failed acetabular cup. Patient is an 82-year-old female who underwent a left total hip arthroplasty in (B)(6) 2021 for treatment of left hip osteoarthritis. Began noticing atraumatic increase in pain beginning in (B)(6) 2024 that has progressively worsened now found to have broken acetabular screw, loosened acetabular component and periprosthetic fracture of the acetabulum and lysis of the prior stages of bone healing. Has attempted multimodal pain control including over-the-counter medications and epidural injections as well as activity modification and assistive device use. Current implants include stryker trident 2 acetabular component 52 mm outer diameter with 1 acetabular screw, 42 mm outer diameter dual mobility head with a 28+4 mm ceramic inner head, there is a stryker accolade 2 size four 132 degree neck shaft angle femoral stem.